Event description:
It was reported that a spectrum pump did not deliver sedation fentanyl (no drops) during therapy (dose, programmed amount and delivery rate unknown) in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event has been updated to a serious injury after medical safety review was completed. B5: it was reported that the patient experienced under sedation during infusion. H10:the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A review of the event history log revealed an infusion was programmed on the reported event date, the customer did not provide event parameters; however, an infusion was programmed at a rate of 15 ml/hr, and volume-to-be-infused (vtbi) of 50 ml. The programmed infusion was time stamped as complete after 9 hours and the device was turned off. There are 8 bolus doses programmed on the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'does not deliver sedation fentanyl (no drops) and there is no audible alarm' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.